Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for an elevated blood glucose (bg) level of 456 (mg/dl) and high levels of ketones. Reportedly, the customer was disconnected from the pump for a period of time prior to the hospitalization because they went swimming. Contact also stated that the bg level may have been due to user error; however, the contact did not specify how the customer experienced user error. Contact did not report any issue with the pump or supplies. Customer was still in the hospital at the time of the call, and contact reported that they were being treated with intravenous insulin and fluids. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information regarding this event was provided.